Event description:
It was reported that pump generated cartridge alarm 20 during load process while caller followed instructions and waited until prompted to remove used cartridge, and caller also reported prior similar cartridge alarm events with same pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding further troubleshooting, corrective actions, or product replacement. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.